Event description:
It was reported that the pump had moved out of the pocket and there was now a buildup of fluid around the pump. It was thought by the patient that the catheter may have been broken or disconnected from the pump, which resulted in the drug going from pump to pocket surrounding the pump. The patient's thought was not confirmed by a health care provider. The patient was scheduled to see the health care provider. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).